Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, the fenestrated bipolar forceps instrument would not respond to the surgeon's movements. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the conductor wires were intact and undamaged, but the drive cable was frayed. The pitch cable was frayed between the proximal pulleys at the proximal clevis hub. The frayed strands stuck out at the wrist. No other cables damaged at the wrist. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.